Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found that the pitch cable at the proximal clevis hub was broken. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted hysterectomy with bilateral salpingo oophorectomy procedure, the cable on the tenaculum forceps instrument broke. The planned surgical procedure was completed and there was no report of any patient harm, adverse outcome or injury. There was no report that any fragments from the instrument fell into the patient during the surgical procedure.